Manufacturer narrative:
The customer¿s report that blood leaked from the extension tubing set while in use could not be determined. Visual inspection of the customer-provided photos showed one new model mpx5302-c in its original packaging with customer indicators pointing to probable leak locations. The second photo showed one new model mp1000-c in its original packaging. The root cause of this failure was not identified as no product was returned and the customer provided photos were of different models. Patient demographics requested but not provided, however the customer stated that the patient was an adult patient.

Event description:
It was reported that blood leaked from the extension tubing set while in use on an adult patient. There were no adverse effects caused to the patient from the event.

Event description:
It was reported that blood leaked from the extension tubing set while in use on an adult patient. Although it was noted that there was a delay in treatment, it was also confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer¿s report that blood leaked from the extension tubing set while in use could not be determined. The reported set model mpx5302-c lot unknown was not received for evaluation. The root cause of this failure was not identified as no product was returned.